Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Part number 241.361 made on work order 3503642 and lot number 7384729 had no ncr's. Material (B)(4) from which these parts were made had no ncr¿s and certificates were found to be in order. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. Placeholder.

Event description:
Product development engineer ordered a plate from inventory for evaluation with a new product under development. When applying the plate to a bone model, he experienced a sharp prick on one of his fingers. Upon inspection of the plate, two burrs were clearly visible within the two holes furthest from the laser markings. This report is 1 of 1 for complaint (B)(4).